Manufacturer narrative:
Product complaint #: (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual examination at the macroscopic level found that the fracture was located at the driver¿s distal tip. The fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests the driver underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a depuy instrument issue during a synthes revision (B)(4): l1/s1 plf ext s2; dr (B)(6), the (B)(6) hospital (B)(6) 2018. After tapping and upon inserting 1x 186727080 (mis ti cfx fen poly 10x80) on pt's lt the driver (279712400) tip snapped into the polyaxial head of the screw (186727080 - mis ti cfx fen poly 10x80). The screw was unable to be advanced or removed. The polyaxial head needed to be burred off with a drill and pliers attached to screw shank to remove the screw. Another screw (186727055 - viper uni screw 5x55mm ti) was inserted using another screwdriver (279712400) and the procedure was completed using the associated loans usage. 30 minute delay to the procedure. No ae to patient.